Manufacturer narrative:
Type of reportable events: serious injury. Investigation summary: no samples displaying the condition reported were available for examination, so we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the 22g x 1.00in (0.9 x 25 mm) insyte autoguard experienced a hole in catheter and a catheter that broke/separated from hub which were noticed during use. The following information was provided by the initial reporter: material no. 381523, batch no. 9163692. Bd insyte autoguard IV catheter 22guage x 1 in was found to be infiltrated. When IV was pulled, a small hole was found in the catheter where the blue parts connect to the clear catheter. Bd insyte autoguard winged IV catheter 22-gauge x 1 in was replaced. Patient later hit arm with IV on bedside table. Bloody fluid began leaking from around dressing. Dressing taken off to assess. Only 1/4 cm of the catheter was attached to the hub. Remainder of catheter removed by interventional radiology today. Both believed to be from lot #: 9163692.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. FDA notified: the initial reporter also notified the FDA on (date) via medwatch # (B)(4). Device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 22g x 1.00in (0.9 x 25 mm) insyte autoguard experienced a hole in catheter and a catheter that broke/separated from hub which were noticed during use. The following information was provided by the initial reporter: material no.: 381523, batch no.: 9163692. Bd insyte autoguard IV catheter 22guage x 1 in was found to be infiltrated. When IV was pulled, a small hole was found in the catheter where the blue parts connect to the clear catheter. Bd insyte autoguard winged IV catheter 22-gauge x 1 in was replaced. Patient later hit arm with IV on bedside table. Bloody fluid began leaking from around dressing. Dressing taken off to assess. Only 1/4 cm of the catheter was attached to the hub. Remainder of catheter removed by interventional radiology today. Both believed to be from lot #9163692.